Event description:
During ptca procedure by a cardiologist, the distal tip of the guide wire (approx 10mm) broke off and lodged in the distal part of the right pda coronary vessel. The pt's condition was stable, the vital signs stable, and no adverse reaction was noted. The ECG does not indicate any deterioration in the pt's condition. No chest pain or EKG changes are present.